Event description:
Patient has been getting inaccurate readings on their freestyle libre 3+ device. Patient has been using the device for about six weeks but noticed the issue a week ago. Patient has no visible signs or symptoms. He stated that the call was related to the recent recall of the device.